Event description:
It was reported that during an inverse shoulder prosthesis surgery the drill tip broke off during drilling. This was discovered on x-ray and the tip was removed again in the glenoid area. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed per pictures attached that show the shaft/flutes of the univers revers¿ modular glenoid system 3.0 mm drill bit, sterile had broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0023-eo I cautions 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. 3. Do not use arthrex instruments for any purpose other than their intended use. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.